Event description:
Defect in IV catheter hub: when t-piece connector attached, there was leaking from the hub and catheter had to be removed from patient. When removed, defect inside the hub could be visualized and appears to be extra piece of plastic inside hub, possibly preventing t-piece from screwing securely onto hub.it appears that the ed is ordering this product directly through supplier. I have communicated this issue and they will be working with smith's medical to pick up the defective product for a quality inspection at their facility. I have asked for the results of their findings and will update this report when more information becomes available.